Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has had a recurring lead warning for impedance. Follow up with the patient's clinic indicates that the device is functioning normally and remains in use. No patient complications have been reported as a result of this event.